Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. There was no impact to blood glucose or need for a back-up insulin therapy method as pump was being used for demo purposes only.